Manufacturer narrative:
Qn#(B)(4). The customer report of a kinked guide wire was confirmed through investigation of the returned sample. The guide wire contained multiple kinks along the body. The ars was not returned for analysis. Despite this, the guide wire passed relevant dimensional and functional requirements, and a device history record review revealed no relevant findings. Based on the customer report and the sample received, the appearance of the damage is consistent with unintentional use error. However, without the ars returned for analysis, the potential root cause cannot be determined. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: swg resistance/kinking. The issue was identified during use on a patient but there were no adverse reactions reported. The patient was reported as fine.

Manufacturer narrative:
Qn #: (B)(4). UDI related data quality updates only. Section d.4.-(UDI)# corrected to (B)(4). The customer report of a kinked guide wire was confirmed through investigation of the returned sample. The guide wire contained multiple kinks along the body. The ars was not returned for analysis. Despite this, the guide wire passed relevant dimensional and functional requirements, and a device history record review revealed no relevant findings. Based on the customer report and the sample received, the appearance of the damage is consistent with unintentional use error. However, without the ars returned for analysis, the potential root cause cannot be determined. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: swg resistance/kinking. The issue was identified during use on a patient but there were no adverse reactions reported. The patient was reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: swg resistance/kinking. The issue was identified during use on a patient but there were no adverse reactions reported. The patient was reported as fine.